Event description:
Description of event according to initial reporter: (B)(6) 2024 was when the filter was placed. (B)(6) 2024 CT showed the 2nd legs were off to the side at about a 90° angle from the center of the filter. (B)(6) 2024 image was looked at due to a port removal, and that is when it was noticed that a filter leg was missing, the secondary filter leg had fractured. (B)(6) 2024 ivc filter retrieval - the filter was removed, but the secondary leg still remains in right ventricle. The patient did report that he had fallen about 1½ months ago. The physician stated that since it has been that way for approximately (1) month with no issue they were going to leave it alone and continue to monitor when needed. Clinical specialist was present for the case. Patient outcome: the secondary leg still remains in right ventricle. The physician stated that it had been that way for approximately 1 month with no issues.